Manufacturer narrative:
The patient (47 year old male) with diagnoses of covid-19 positive, unspecified pneumonia, and status post tracheostomy x 1 week was receiving therapy via the v200 ventilator when he went asystole. Cardiopulmonary resuscitation efforts were administered and the patient was revived, but then shortly after went into ventricular tachycardia and required cardioversion therapy via a zoll m-series defibrillator. Due to covid diagnoses, the facility protocol is to perform defibrillation with the patient attached to the ventilator as opposed to removal from the device and manual ventilation. Upon defibrillation, the patient¿s chest and beard hair ignited, resulting in minor facial and chest burns. The flames were extinguished by applying water to the patient. The patient expired a day later. While the oxygen emitted from the patient¿s tracheostomy and the simultaneous use of the zoll defibrillator most likely ignited the reported fire, there is no evidence that the v200 ventilator malfunctioned and caused the fire. Cause of death has been reported as covid, pneumonia related.

Event description:
Based upon the information currently provided, the institutional biomedical engineer states that during defibrillation while attached to the v200, ignition of the chest and facial hair was noted to have occurred resulting in patient harm. The patient (B)(6) year-old male) with diagnoses of covid-19 positive, unspecified pneumonia, and status post tracheostomy x 1 week was receiving therapy via the v200 ventilator when he went asystole. Cardiopulmonary resuscitation efforts were administered, and the patient was revived, but then shortly after went into ventricular tachycardia and required cardioversion therapy via a zoll m-series defibrillator. Due to covid diagnoses, the facility protocol is to perform defibrillation with the patient attached to the ventilator as opposed to removal from the device and manual ventilation. Upon defibrillation, the patient¿s chest and beard hair ignited, resulting in minor facial and chest burns. The flames were extinguished by applying water to the patient. The patient expired a day later. The institution does not believe there was any cause and/or contribution of the v200 ventilator to the event in question or the patient subsequent expiration. Cause of death has been reported as covid, pneumonia related. The device has undergone investigation and inspection by a facility third-party biomedical servier in conjunction with a philips authorized representative. Performance verification testing was conducted as well as retrieval of the device diagnostic reports for review and analysis. Based upon the findings of the investigation and inspection conducted during the device evaluation, the device was thought not to have caused the reported patient event. Further analysis of performance verification testing found the device to be performing outside of manufacturer recommended specifications during the following: air flow accuracy test #3 (exhalation flow sensor display above limit for test by 0.1 lpm), gas volume test #9 measurements marginally low and/or below test limits, oxygen accuracy test #10 psv mode above test limit measurements. These findings have been furnished to the institutional biomedical engineer for further determination of device servicing. Based upon the information provided and collected, no causal relationship of the device to the event in question or patient outcome has been noted or alleged. The v200 ventilator performance verification testing yielded findings related to deviances of therapeutic delivery from the manufacturer recommended specifications, however, are not of contributory nature to the event. Root cause of the reported event has been evaluated and determined that due to the patient tracheostomy and requirement of 100% fio2 while receiving therapy via the v200 ventilator, an oxygen rich environment around the patient's chest and chin resulted in ignition of the facial and chest hair during administering cardioversion therapy. The v200 ventilator has reached end of life/end of support as of (B)(6) 2020. This information was reiterated to the facility with verbal communication and understanding provided by the customer. On (B)(6) 2021 information of the adverse event was additionally divulged to the manufacturer of the defibrillator: zoll, for manufacturer awareness and appropriate competent authority reporting.